Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results: inherent risk of procedure (stent graft migration). Patient's condition affected effectiveness of device (aneurysm sac remodeling). Conclusion: device failure/lack of effectiveness related to patient condition (aneurysm sac remodeling).

Event description:
It was reported that the stent graft has migrated distally 5 mm. Per the investigator event has no clinical significance as there is no sign of endoleak. The stent graft migration is associated with the aneurysm sac remodeling. Films were received and reviewed as follows: review of implant angio show a 4cm length proximal neck, 18mm diameter flow lumen, which is angulated approximately 55 degrees a-p. The transverse maximum diameter of the aaa is approximately 7.5cm. The bifurcate ipsilateral limb was deployed into the right common iliac, and the contralateral limb was placed in the left common iliac; no limb extensions are seen at final angio. The bifurcate was placed just below the renals; however, the precise location could not be determined due to the a-p neck angulation. The anterior markers (and suprarenal stent apices) of the bifurcate were approximately 5mm above the posterior side markers and stents; measured vertically. The limbs were patent and essentially straight. Post-implant cta shows that the stent graft bifurcate is angulated a-p approximately 75 degrees to the limbs. The bifurcate proximal graft margin is approximately 10mm below the renals (angulation corrected); the apices of the suprarenal stents are at the level of the renals. Two unknown manufacturer's stents had been placed within each limb extending from the proximal aortic body and distally to just past the flow divider near the origin of each limb. The left iliac had been extended into the left external iliac. The maximum aaa diameter is 6cm. No stent graft occlusion was observed. The cause of the migration could not be determined; the angulated aortic neck may have contributed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received as follows: it was reported that there was evidence of kinking noted at the distal body of the aortic stent graft four months post implant. A secondary procedure was performed with extensions on the left and right. The op note at that time stated there appeared to be a significant angulation of the neck which, on reviewing multiple CT scan images, may have worsened over the first few months of implantation and appeared to be the cause of the thrombosis of the left limb of the endograft as the kink in the body of the graft appeared to impinge on the lumen of the left iliac limb. In addition, during open surgical thrombectomy it was noted that the thrombectomy catheter would pass behind the graft, indicating inadequate distal attachment which also seemed to be present on close inspection of the CT scan.